Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the light guide (lg) lens has cracked, and also the cover has residue material, and a chip at the distal end of the insertion tube unit. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the light guide (lg) lens has a crack, and also the cover has residue material, and a chip at the distal end of the insertion tube unit. There were no reports of patient involvement.